Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the prior to implant, the implantable cardioverter defibrillator (ICD) interrogated a ¿gray bar¿ indicating that the battery voltage is at a level that is not acceptable for implant. The ICD was removed from service. There were no patient involvement.